Manufacturer narrative:
Continuation of d10: product ID: 8784, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2026, product type catheter product ID: 8780, serial# (B)(6), implanted: (B)(6), explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 26-jun-2026, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6), ubd: 28-sep-2025, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was rece iving baclofen (2000 mcg ml at 300 mcg day) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient's pump inverted in the pocket. It was unknown if there were any factors that led to this issue. Diagnostics included an xray. Interventions taken to resolve the issue included that the healthcare provider (hcp) moved the pump to the rear flank. In the process of making a new pocket, the hcp noted no cerebrospinal fluid (csf) was coming from the patient's catheter. The hcp elected to implant a new catheter. They reported that the issue had been resolved. The healthcare provider (hcp) had no additional information for the manufacturer.